Event description:
It was reported that the lead exhibitd high threshold and an increase in impedance. The lead was explanted and replaced.

Event description:
It was also noted that the lead exhibited high capture thresholds of 5.5 v at 0.8 m.s. The lead would continue to be monitored.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.